Event description:
It was reported that during a angioplasty procedure balloon rupture occurred. The lesion being treated was located in the left iliac artery. The physician advanced a 8.0 x 20mm x 75cm balloon catheter to the target lesion. Upon the first inflation at 12atms the balloon ruptured. The device was successfully removed and the procedure was completed by implanting an unknown stent. No complications were reported and the patient's status is good.

Event description:
It was reported that during a angioplasty procedure balloon rupture occurred. The lesion being treated was located in the left iliac artery. The physician advanced a 8.0 x 20mm x 75cm balloon catheter to the target lesion. Upon the first inflation at 12atms the balloon ruptured. The device was successfully removed and the procedure was completed by implanting an unknown stent. No complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: initial examination of the returned device noted that the balloon material was fully deflated. There was dried blood inside the deflated balloon. A visual and tactile examination of the shaft of the device found no anomalies. An attempt to inflate the balloon failed due to a pinhole leak located at approximately 15mm proximal to the distal transition zone. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).